Manufacturer narrative:
Returned product examined with magnification. Found very mild wear noted on the device at various locations (mostly non-functional surface wear). No damage observed at the tip of the device. Functional examination showed that the driver could engage and disengage from drive features. The driver tip measurements met specification for the hex features. Additional mdrs associated with this event: 3025141-2021-00083: screw 1. 3025141-2021-00085: driver 2. 3025141-2021-00086: screw 2.

Event description:
While inserting a micro acutrak 2 bone screw into the bone, the head of the driver stuck in the screw head. When the driver was pulled to remove it from the screw head, the screw pulled out of the bone. The surgery was completed, using a k-wire to achieve the reduction state.